Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D1: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported patient underwent left hip arthroplasty and was revised nine years later due to pain, elevated metal ions. During surgery it was noted the patient had staining and granular sludge on the femoral head and trunnion with evidence of tissue irritation, without necrosis as well as yellowing of the liner. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision operative notes confirm that the patient underwent revision left total hip arthroplasty . Revision due to pain left total hip arthroplasty with metal reaction. Pseudocapsule tissue noted. Scant clear yellow synovial fluid. Evidence of metal reaction between cobalt chrome head and the titanium stem. Metal staining noted at junction. Black granular sludge within the femoral head and trunnion. Infection work up negative. Elevated metal ions. Evidence of tissue irritation, but no necrosis. Locking ring assessed and stable. Overgrown bone anteriorly that was removed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03978. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported patient underwent left hip arthroplasty and was revised nine years later due to pain and unknown reasons. Attempts were made to obtain additional information; however, none was available.